Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had pain where the stents are for their device. It was clarified that the caller meant the electrodes on their leads for their device instead of stents. It only hurt when it was turned up. It was reported that it had never done this before. When it was turned low it was okay. It was reported that when the patient turned it to where it was comfortable it was still hurting. The patient figured it would go away but it was not going away. This all happened almost a month and a half ago in 2016 when the patient had been lying in bed holding their grandbaby when they spilt cold soda and felt themselves pull the ¿stents¿ when the cold hit them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.